Event description:
The absolute stent thumbwheel would not turn when the stent had crossed the target lesion. The stent was deployed in the sheath during removal while outside of the patient's anatomy. No patient injury was reported.